Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) via email alleging that his onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that on an unspecified date/time he tested on the subject meter and observed a value that he claimed was '200 points higher than the nurse's device,' (unknown type, and unknown result). It is unclear whether the patient was seeing higher than normal blood glucose readings prior to going to see the nurse; no other values were reported. It is not known what range the patient considers to be normal. The patient reportedly manages his diabetes with an unknown type and dose of insulin and claimed that in response to the high readings, his doctor raised his insulin which caused the patient to pass out due to low blood sugar, he claimed. The patient did not specify the type of medical treatment he received and did not provide any blood glucose values from any other device. It would have been helpful to know whether the patient had tested on the subject device prior to passing out and what the result was. Due to the fact that the patient submitted the complaint via email, troubleshooting could not be performed and the patient could not be reached for follow up questions. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.